Event description:
A nurse reported excessive bubbles coming from the vitrectomy probe during a procedure. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The root cause is unk. A sample was not returned for this complaint, without a sample, it is not possible to isolate the root cause. (B)(4).